Event description:
Caller reported a malfunction on the pump, specifically a code malf 16- 0x20e6, but no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for a replacement pump to be sent to the caller with updated software. No backup insulin therapy was available at the time, so the caller planned to contact their healthcare provider. Instructions on storage mode and returning the problematic pump were provided, and the caller understood and acknowledged all procedures.